Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of an image not being displayed could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that his olympus evis exera iii video system center was not producing an image. According to the initial reporter, he tried 3 different pigtails and several 180 series scopes. There was no patient harm reported during this event.

Manufacturer narrative:
The customer called olympus technical assistance center (tac) personnel to report his event. During the call, the customer noted several trouble-shooting options he had attempted. The user attempted several pigtails, multiple 180 series scopes, and checked to ensure the cables were properly secured. Despite the customer¿s efforts, he was only able to achieve an image with white lines or color bars. The customer did note that when the pigtail is inserted and he manipulates it, the connection felt loose. The customer checked all cables and pigtails with another known ¿good¿ unit, and they functioned properly. It was at that time that the customer noted that the subject device should be returned for inspection and possible repair. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.